Event description:
The customer noticed a buildup at the bottom of the needle area that appears to be a blood and diluent mixture on the coulter hmx hematology analyzer w/ autoloader. The volume was reported as less than 1 ml and the leak was contained. There was no biohazard exposure to open wounds or mucous membranes. No erroneous results were generated for this event.

Manufacturer narrative:
The field service engineer (fse) found the needle was broken at the base and the vacuum was causing bubbles of blood and diluent to form around the bottom of the needle causing the leak. The fse replaced the needle cartridge and resolved the leak. (B)(4).